Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes where inappropriate anti-tachycardia pacing (atp) and an inappropriate electric shock were delivered for supraventricular tachycardia. Also, therapy was delayed at one of the episodes due to the way in which the ICD was programmed. The ICD remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes where inappropriate anti-tachycardia pacing (atp) and an inappropriate electric shock were delivered for supraventricular tachycardia (svt). Also, therapy was delayed at one of the episodes due to the way in which the ICD was programmed. Additional information from the field representative was received mentioning that the ICD has been reprogrammed to help differentiate between svt and ventricular tachycardia. Furthermore, they will continue monitoring the patient. The ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.